Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead underwent an ablation procedure. After a successful procedure, the physician interrogated the device to reprogram it and noticed that there were some pauses in the patient's rhythm. The device had been sensing ventricular noise that caused pacing inhibition. The device was then programmed to pace constantly in the ventricle and the patient was monitored. Later on the device was re-interrogated and there was no noise or inhibition observed. The product was programmed back to pace/sense in the ventricle with tachycardia therapies on. No further details were provided and no patient symptoms were reported.